Event description:
Info was received that allegedly the pt went into labor and delivered premature twins, which have required prolonged hospitalization. Reportedly, the pt had problems with the pump stopping and alarming "high pressure" during attempted demand boluses. The rptr has stated the high pressure alarms could have been a result of multiple factors including; very limited subcutaneous fat and improper insertion of the minimed sof set by the pt's spouse. Additionally the rptr has indicated that several other factors potentially contributed to the premature labor, these are noted in b7.